Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was explanted for an unknown reason after being implanted for a five years. Additional information was requested, however no new information was available. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, returned product testing of the device was performed. Normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to device explant.